Event description:
It was reported, the pt no longer had stimulation, and the ipg would not communicate with external devices. The sjm rep confirmed the communication issue. Follow up identified the physician replaced the ipg, and the issue was resolved.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.